Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument failed the electrical continuity test, indicating an interrupted electrical pathway between the instrument pins and grip tips. The continuity test was performed on each grip and current flow was not detected across one grip tip. There is no obvious damage to the conductor wires. The complaint was confirmed by failure analysis.

Event description:
It was reported that the maryland bipolar forceps instrument had cable damage during a da vinci-assisted surgical procedure. The procedure was completed with no reports of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) advanced failure analysis initial findings were confirmed. Continuity was tested and confirmed to fail. The instrument was disassembled, and the wire was cut just behind the wrist of the instrument. Continuity was retested and failed between the cut wire and the grip. Removing the conductor wire from its routing revealed a pinched conductor wire at the distal clevis wrist. The wire was cut just past the pinch, and it was confirmed that the continuity was failing across the pinch indicating a break. The wire insulation was stripped, and the broken conductor wire was revealed. Components adjacent to the broken wire do not show damage.